Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server connection had failed. A technical support specialist found that issue resolved on the customer's end and the system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not indicating the point of origin for medications. According to the customer, the nurses at the c3 location had been experiencing difficulties for about a month when attempting to pull medications listed under patients' order sets. The pyxis system did not indicate which unit the medication was loaded in or whether it would be supplied from the central pharmacy. When trying to locate medications, an error message stating "server connection has failed" appeared on the screen. This same error was confirmed when testing the global find function using technician login credentials. As a result, nurses were confused about where medications were or were not loaded, which led to slight delays in patient care. There were no adverse events or injuries reported based on this incident.